Event description:
Per the clinic, the patient experienced poor performance with the device, reprogramming attempts were made, however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with another device but this has not occurred as of the date of this report, (B)(6) 2011.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.